Event description:
It was reported during a laparoscopic cholecystectomy while using a 355l from kit# ftr73 (lot #k47z8t), the safety shield failed. The trocar was engaged and inserted but the safety shield did not release to cover the blade and the tip was exposed inside the pt. The or staff worked with the trocar and used it for the second port site insertion and the trocar did the same thing (they completed the case with the same trocar). There was no consequence to the pt.

Manufacturer narrative:
Product complaint analysis team has completed its investigation of device which was returned. Results of investigation conducted by appropriate engineers and technicians are listed below. Visual inspections & results: bullet tip condition, conforming; latch condition, conforming; obturator condition, conforming; reset button condition, conforming and trocar condition, conforming. Functional tests & results: does safety shield retract, conforming; lockout functional, conforming. Analysis conclusion: based upon inquiry info received, visual examination and functional test performed, no conclusion could be reached as to how reported "safety shield did not release to cover blade and tip was exposed inside pt" during surgery occurred. Obturator handle was received containing excessive dried body fluid in bullet tip. No sleeve was received. Device was tested, found to arm, and trocar shield was found to retract and lockout properly, completely covering blade during testing. Incident reported by surgeon could not be repeated during testing.